Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc. Correction information: g6: follow up #1. H2: type of follow up. H3: device evaluated. H6: coding changed based on the investigation result.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states within the (B)(6) region stating "customer reported no video/error msg, scope not connected" involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The reporter told customer service that the failure occurred during the pre-inspection check. There was no report of death, serious injury or other significant/important medical event. The loaner endoscope was received by pentax medical for evaluation on 20-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and is awaiting inspection as of 12-oct-2021. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-sep-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 27-jun-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 28-jun-2013. The investigation is in-process.